Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated september 20, 2007. See scanned pages.

Event description:
The customer contact reported inability to control the flow rate; subsequently the pt rec'd more medication than intended. The tubing set was being used to deliver 50mg of demerol from a solution bag that contained 100mg of demerol. The cair clamp was used to regulate the flow. After an unspecified length of time in use, the customer contact reported the pt rec'd 100mg of demerol. The pt was treated with an unspecified reversal agent and was monitored for two hrs. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.